Event description:
Customer reported receiving a motor error alarm on the insulin pump during priming. Customer does use the sensor feature and are able to complete the rewind sequence. Customer's blood glucose readings at the time of the call were 155 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.